Manufacturer narrative:
During the onsite visit, the company representative did not indicate finding any issues that would be associated with the reported event. The oscillator was replaced. The product met specifications at the time of release. For the reported event of an incomplete dissection, the root cause can be attributed to a nonconforming oscillator. For the reported event of a radial tear, the root cause can be attributed to surgical technique. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a radial tear noted during the phaco portion of laser assisted cataract surgery. The surgeon reports 180 degrees of no capsulotomy treatment by the laser. The case was completed with out further issues or additional treatment. Additional treatment has been requested.